Event description:
It was reported that the unit was sent to them for preventative maintenance. No product problem indicated. No patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the generator was returned for preventative maintenance. Per service manual operational and diagnostic analysis it was determined the power supply was defective. The power supply was replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary.